Manufacturer narrative:
An event regarding alleged "sticky handles" involving a mis 4:1 impactor/extractor was reported. The event was confirmed. Method and results: device evaluation and results: the santoprene handle coating showed signs of degradation and felt sticky. Medical records received and evaluation: not performed because it is believed patient factors did not contribute to the reported event. Device history review indicated all devices accepted into stock met specification. Complaint history review indicated there have been (B)(4) other events associated with the reported lot. Conclusions: visual inspection of the device showed the santoprene handle showed signs of degradation and felt sticky. A CAPA was initiated on 20-oct-2010 because a series of complaints were received for triathlon instrumentation where green santoprene over-mold handles have been reported to be degrading, becoming sticky and unstable. This event was determined to be under the scope of the CAPA. Chemical and cytotoxicity tests showed the degraded santoprene is non-toxic. The ability to clean and sterilize the degraded instruments has not been compromised.

Event description:
I had two sets of triathlon instruments that were sterilized for two total knees. We open the first set and found the contaminated handle. We open up the second set and found another contaminated handle. Surgery was delayed and the second case had to be canceled. After separating the handle and sterilizing again for the third time, it again was contaminated with a sticky substance.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
I had two sets of triathlon instruments that were sterilized for two total knees. We open the first set and found the contaminated handle. We open up the second set and found another contaminated handle. Surgery was delayed and the second case had to be canceled. After separating the handle and sterilizing again for the third time, it again was contaminated with a sticky substance.